Event description:
Information was received indicating a smiths medical, cadd medication cassette ,was infusing the day before and the next day the tubing and cassette were filling with air bubbles. Per reporter the reservoir volume was 63.5 ml. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).